Event description:
It was reported that during a hand assisted nephrectomy procedure, the device was activating intermittently. The device was removed and a test tip was placed on the handpiece and it tested perfectly. They opened another device and it also started to activate intermittently, so they changed handpieces and it worked fine. There was no adverse consequence to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at ths time.